Event description:
During a surgical procure involving dissection, the tips of the scissor broke off. An x-ray was performed to locate the broken tips. The broken tips were retrieved, delaying the procedure for 10 mins. Another pair of scissors were used to complete the procedure. There is no indication that the broken tips caused additional injury. There is no indication that the delay caused additional injury. The final pt outcome was not provided.

Manufacturer narrative:
No pt info was made available. The date of the incident is unk but is after (B)(6) 2013 and before (B)(6) 2013. This record was discovered during retrospective review. Device was returned and visually examined. The scissor had both tips broken with a 1 mm difference between the bottom and top blade. There was some spotting and staining indicative of sterilization. The device history record was reviewed and the material and hardness met specifications. The MFR indicated that the device was misused; the damage was likely caused by excessive force.